Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had insulin flow block on insulin pump. The customer also had high blood glucose level of 480 mg/dl. Troubleshoot was performed. Customer reported the insulin exited with the fill tubing. The customer declined to troubleshoot for high blood glucose. The product was returned for analysis. The reservoir was not returned for analysis.